Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported the patient called in and was speaking spanish and a language line was used. The patient stated they got a letter in the mail asking about their weight. The patient stated their weight and also stated they were scared the letter was telling the patient to lose weight. It was assured the patient was not being told to lose weight. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for parkinson¿s dual, movement disorders. It was reported that the patient¿s battery was showing ¼ and they already had an appointment to see the dr. The patient stated they wanted to travel to (B)(6) and patient was wondering if they were approved to travel. The patient had reported that they had an increase in falls and an increase in shaking in the legs. Patient also stated they were not feeling very well. The patient clarified by stating they had an increase and falls and shaking in the legs. There were no further complications reported.